Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The electrical allegations made against the lead were confirmed. Resistance testing failed due to a fracture appropriately 23-25 centimeters (cm) from the terminal pin. This damage is consistent with clavicle/first rib damage.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms as well as loss of capture and high thresholds. Oversensing of noise was also observed on the ra channel as well. Surgical intervention was performed and similar observations were observed with the ra lead when it was tested with a pacing system analyzer. The ra lead was explanted and replaced and there were no additional adverse patient effects reported.